Event description:
It was reported that a patient using an ilet bionic pancreas with a dexcom g7 experienced a loss of communication between the cgm and the ilet, during which the sensor remained in pairing mode and the reported blood glucose was 247 mg/dl; troubleshooting guidance was provided, and the sensor subsequently connected with glucose values displaying, consistent with an intermittent communication failure involving the device¿s wireless component, including the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregivers and analysis of information provided by the user and nurse. Investigation of this case revealed an interoperability problem between the cgm and the ilet, aligning with an intermittent communication failure localized to an electrical and magnetic component, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.